Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The d9 was corrected. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus confirmed foreign material (stain) inside the light guide lens, but the type of the material cannot be identified. Based on the results of the investigation, the light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end or chemical stress by chemical solutions. Subsequently, humidity invaded the light guide lens and caused corrosion. The event can be detected by following the instructions for use (IFU): IFU states the detection method in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope had a stain on the inside of the light guide lenses. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.